Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0jh4l , implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient never had therapeutic effect. Increasing to 1.0 v from 0.7 v did not resolve the issue. The patient had felt vaginal stimulation while on the operating table. When the patient got home, stimulation had moved from the center of the vagina to the right side and their back. While on the call, the patient switched programs and felt stimulation. The patient saw the poor communication screen, but that resolved with repositioning. Eight days later, the patient had tried all four programs. One seemed to work better. The patient¿s incontinence was not helped. Program three resulted in buttocks vibration. The patient thought the lead had maybe moved. On program one, the patient felt a pinch at 1.0 v. The patient decreased to 0.95 v. The patient had never had a trial. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the patient. It was reported that the patient never had therapeutic effect. The patient's healthcare provider (hcp) told them to play with the programmer and change settings. The patient wanted help changing settings. It was determined on the call that the implantable neurostimulator (ins) was off. The patient was on program 2 at 1.4v. The patient turned the ins on and felt stimulation. The patient felt stimulation in the correct area. The patient stated they wanted to change to program 3. The patient stated they tried programs 1 and 2 and they worked with the voltage up and down. The patient stated when they tried changing program they must have turned the ins off. The patient requested help going to program 3. On the call, the patient changed to program 3 at 1.7v. The patient reported they would monitor their symptoms and increase if needed in program 3. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
It was later reported that the patient wore a pad to bed at night and was generally dry, but the minute they sat up they were soaked. This occurred the morning of (B)(6) 2014. It was noted that when the patient left the hospital after the surgery, they sat down in the car seat and felt they may have bumped the bandage. The patient did not feel stimulation in the area that they did during surgery. The patient had felt it in the vagina, but at the time of the report, they were feeling it more towards the right and crotch. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information.